Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular (rv) pace/sense lead exhibited noise and oversensing. Additionally, an unspecified change in pacing impedance measurements was noted. A lead fracture was suspected. The pace/sense portion of a chronic implantable defibrillation lead was connected to the device and also exhibited noise. Review and analysis of stored device memory noted that the noise was consistent with lead on lead noise/interaction. This pace/sense lead was reconnected to the device and programming changes were made. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.